Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that patient had rv oversensing episodes alerts. Reprogramming was made. There were no adverse consequences for the patient due to the oversensing or after reprogramming.